Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that the customer had a motor error alarm on the insulin pump. Customer was trying to give himself a bolus of 12 units and the pump would alarm motor error every 3 units. Caller stated that they ended up giving the customer a manual injection. Customer does not use the sensor feature on the pump. Caller stated that they are able to complete the rewind sequence. Customer's mother was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer's mother agreed to return the pump for analysis.